Event description:
Information was received from a patient on (B)(6) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt had 4 programs running at once and they could normally lay on their back to feel it but now probably about a week ago or maybe even longer they don't feel the stimulation and the pts back was hurting a lot. Normally their settings take up a lot of their battery but now it's only taking 20 of the implant battery. Pt tried texting the lady who helped them out last time but they longer work there. Pt also tried to reach their medtronic rep on monday but pt had not heard back yet. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6). Cause of the issues were unknown. Pt met with a mdt rep and they determined that one lead was not working. Pt met with another rep and got x-rays with hcp. Issue is unresolved and it is still not working as it should be. Pt will have to undergo surgery again in hopes it can be fixed.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, lot/serial# (B)(4), implanted: (B)(6) 2021, product type lead. Product ID 977a275, lot/serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 27-dec-2024, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 27-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the issue was unknown. The patient had surgery on (B)(6) 2022 to replace the lead that was not working. The patient hoped that the issue was resolved.